Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no disposable pump won't run alarm. It was reported that the patient switched to a new cassette. No patient injury reported.